Manufacturer narrative:
Eval summary: the suture anchor device was not returned for eval. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specs and release criteria. This was determined to be a reportable event due to the permanent nature or the suture anchor that was left in the pt, even though no injury was reported. There have been no other complaints referencing this lot number.

Event description:
A broken suture anchor was reported to a company rep by a surgeon. On (B)(6) 2012, the pt underwent a hip arthroscopy procedure. The surgeon allegedly used nanotack suture anchors (1.4mm) during surgery to perform a labrum reattachment procedure. The surgeon reported that the suture became unthreaded from the suture anchor. The surgeon reported that he thought he "unthreaded" the suture from the anchor in error. The anchor remains in the pt, no injuries were reported.